Manufacturer narrative:
It has been reported that there is no patient information available. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was to be used in a procedure on (B)(6) 2010. According to the complainant, during preparation, it was noticed that the packaging was opened when they took it out of the box. This device was disposed of and not used on the patient. The case was completed with a second speedband superview super 7 multiple band ligator.